Event description:
It was reported that after a lead repositioning procedure no output for ventricular pacing was observed upon reconnection of the leads to the device. The physician attempted reconnection twice before replacing the device. No patient complications were reported as a result of this event.